Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 65.2mm thoracic aortic aneurysm. It was reported that when the air aspiration of graft lumen was performed during the device implantation preparation stage, it was r reported that no matter how much saline was injected it didn't come out. It was reported that normally the saline solution should come out from the gap between the outer sheath and the tip portion. It was confirmed that the saline came out of the gap between the screw gear and the handle instead. It was considered that it was a possibility that there was insufficient air aspiration so the device was not used and was thought to be defective. The procedure was completed successfully with the implantation of two other valiant devices. As per the physician the cause of the event was considered to be a defect in the delivery system. No additional clinical sequalae were provided and the patient is fine.